Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized for 5 days from (B)(6) 2024. Patient was feeling sick and unwell at the time of hospitalization. Blood glucose levels were reported to be above 500 mg/dl at the time of event. Reason of hospitalization was reported to be diabetic ketoacidosis. Treatment given at the hospital was intravenous drip and manual shots of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.